Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka had been performed on a unknow date, the patient experienced a break of the post of the lgn ps high flex xlpe sz 5-6 9mm. A revision surgery was performed on (B)(6) 2024 to address this event, in which the insert was replaced. The patient's current health status is unknow.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. However, the photographs were reviewed and revealed that the post of the insert broke off. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the material specification, the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene (uhmwpe) bar stock shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.